Event description:
It was reported that a freestyle libre 3 plus sensor was scanned to the abbott mobile application, which prevented pairing with the ilet application because the sensor can connect to only one device at a time. No adverse clinical symptoms reported. Outcomes included user education and troubleshooting that advised deleting the abbott app, replacing the sensor, and scanning directly to the ilet application. User support included technical support review and user guidance on correct setup. Investigation of this case revealed the sensor was in use by another device, which blocked ilet connectivity, consistent with expected device behavior and no device malfunction. It was concluded, based on previously established findings for similar reports, that user setup error caused the event.

Manufacturer narrative:
Initial.